Manufacturer narrative:
(B)(4).

Event description:
"Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, a loss of connection occurred. No data was provided for evaluation. The complaint device was 08/17/2018 for evaluation. The receiver will charge and boot. The receiver passed all relevant functional testing. Performed paring test and unit passed. After performing the paring\calibration\performance\range test with the rx unit dx81205032 that the customer sent back with a good know tx no issues were found. The reported event of a loss of connection was not confirmed. The customer allegation was not found. The customer¿s complaint loss of connection could not confirm on the incident day because the rx unit and tx unit were not in a sensor session and\or paired..